Event description:
It was reported that the patient unfortunately suffered from suspected dead bowel and was on support until children could come to visit before expiring. Patient expired on support 1/18 at 1830. Per the medical safety officer review there is not enough evidence to exclude impella as an associated factor in the patient's outcome, delay in needed therapy. The user for some reason unknown had difficulty passing the device beyond the innominate/subclavian injunction; there was buckling. There is no allegation regarding manufacturing/quality issue at this time.

Manufacturer narrative:
The investigation of access site bleeding and delivery issues has been completed. The impella device was not returned for evaluation. The failure mode: product damage (cannula kink) changed to failure mode: delivery issue since the cannula kink occurred during insertion. The root cause of delivery issue cannot be determined since the complaint device not returned for analysis and insufficient clinical data provided. The root cause of access site bleeding - major issue cannot be determined since the compliant device not returned for analysis and insufficient clinical data provided. B2 outcome revised to reflect death which inadvertently was not included on initial manufacturer device report number 1220648-2025-25663. B5 revised to reflect the patient outcome and mso statement which inadvertently was not included on initial manufacturer device report number 1220648-2025-25663. D6b revised to reflect the explant date which inadvertently was not included on initial manufacturer device report number 1220648-2025-25663. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25663 as it is unknown if the initial reporter also sent the report to the food and drug administration. H1 revised to death which inadvertently was not included on initial manufacturer device report number 1220648-2025-25663. H6 revised to reflect patient outcome of death which inadvertently was not included on initial manufacturer device report number 1220648-2025-25663.

Event description:
The complainant reported that multiple complications were encountered during impella 5.5 support. During delivery of the device, it was noted that resistance was encountered at the innominate/subclavian junction resulting in the catheter kinking. Despite the noted kink, the delivery was ultimately successful and support was initiated. Roughly three days into support, oozing was noted at the impella access site. Heparin was stopped to manage the condition and the patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.